Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, g5 mobile app froze the phone occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a g5 mobile app froze the phone could not be determined. A root cause could not be determined.